Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber coude catheters were in different color and they were much larger. It was noted that the patient had been using the product for more than 90 days.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The products referenced in the event description were used for treatment purposes. As the product returned was unused it was not used for diagnostic or treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. An orange coude catheter was returned unopened in original packaging. Using a french gauge the catheter was verified to be 16 fr. This meets specification which states "accept if french size measures within plus or minus 1 french size". Based on the results of the investigation no additional action is required at this time. A DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a risk review and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the red rubber coude catheters were in different color and they were much larger. It was noted that the patient had been using the product for more than 90 days.